Event description:
It was reported that during a lower extremity intervention treatment procedure, a balloon rupture occurred. The severely calcified target lesion was located in the left superficial femoral artery. A 6.0 x 200, 135cm mustang balloon catheter was advanced and inflated; however, the balloon ruptured longitudinally on the first inflation at 18 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).